Manufacturer narrative:
As reported, the optifix straight fixation device failed to fixate the mesh. The sample is reported to be available however, it has yet to be returned. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july, 2023. This MDR represents the optifix straight (device #1). An additional MDR was submitted to represent the optifix straight (device #2). Addendum: this supplemental MDR is submitted to document the evaluation results. A functional test finds deployment of a broken fastener. Evaluation of the sample finds for bent guide wire and backup tabs. The reported failure to fixate is a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces while in use. No manufacturing anomies were found. The precautions section of IFU states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure on (B)(6) 2024, the optifix fixation devices (device #1 and device #2) were used to fixate the mesh. It was reported that the fasteners did not fixate into the mesh. Loose fasteners along with the mesh were removed and another mesh was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the optifix straight fixation device failed to fixate the mesh. The sample is reported to be available however, it has yet to be returned. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july, 2023. This MDR represents the optifix straight (device #1). An additional MDR was submitted to represent the optifix straight (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure on (B)(6) 2024, the optifix fixation devices (device #1 & device #2) were used to fixate the mesh. It was reported that the fasteners did not fixate into the mesh. Loose fasteners along with the mesh were removed and another mesh was used to complete the procedure. There was no patient injury.